Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 during basal delivery and also reported the battery lasts less than expected. No harm requiring medical intervention was reported. Troubleshooting was performed and advised the customer to install a new or fully charged aa battery and advised to clear the alarms found that cleared the alarms successfully and the customer cleared the alarms and completed the pump rewind and also performed a self-test and passed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, sleep current test, active current test and self test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on (B)(6) 2022 at 02:29:08. He history download confirmed pump error 4 due to software error found on (B)(6) 2022 at 02:29:08. The formatted history file confirmed pump error 53 alarm (line number 0 file number 0). Problem isolated to the electronic assembly as per global logic analysis ((B)(6)). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error. Pump error 4 was confirmed in history. Unexpected battery loss was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.